Event description:
It was reported that immediately after connecting the fiber optic cable, the console generated a fiber optic sensor failure alarm. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: r.t.(r) / resource coordinator. Additional reporter name: (B)(6), rn. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Additionally the optical fiber was found to broken within the catheter tubing approximately 69.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period feb-2020 to jan-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.